Manufacturer narrative:
The CAPA investigation was initiated on (B)(6) 2016 to address the issue of the proclaim ipg (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy during an unrelated surgery. As a result, the patient underwent surgical intervention to have their ipg replaced. The issue was resolved.

Event description:
Additional information received indicated that prior to the ipg being replaced, it was found to be inoperable. Troubleshooting was unable to provide resolution.